Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/07/2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.